Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4310/ 61- intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported complaint. The stapler was tested and it initialized, clamped, fired, and unclamped without any issues. No unusual or abnormal noise was observed. The instrument was installed and removed from the system without any issues. There was no physical damage found. A review of the logs showed no firing, clamping, or unclamping failures. Additionally, a log review found error 22020 indicating the stapler failed to engage on the universal surgical manipulator (usm). The master supervisory controller (msc) logs show the emergency stop (e-stop) button was pressed and the grip release tool was detected on the usm while the instrument was in a locked state. Instrument manual grip release misuse was detected, indicating the user may have attempted to use the emergency grip release without pressing the e-stop.

Manufacturer narrative:
Isi has not received the stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0540. The stapler 45 instrument had 41 uses remaining. A review of the site's complaint history found no other complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a stapler instrument was unable to unclamp or incurred a failure mode that is known to prevent unclamping of the instrument jaws. While there was no harm or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, when the stapler 45 instrument was docked it "sounded different." The stapler was clamped on the intestine, and when the operator went to move it, the instrument locked. The stapler release kit (srk) was used to open the instrument. The customer used manual stapling to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.